Manufacturer narrative:
The lens was returned micro-centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s.; (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.5/+4.0/094 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a shorter lens due to excessive vault, elevated iop, glare/halos, and significant reduction of irido-corneal angles (ica). The problem was resolved. The cause of the event is reported as "oversize of lens because of right eye anatomy".